Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat uterine vaginal prolapse with poor midline support and poor paravaginal support and mesh was implanted. It was reported that the patient had a concurrent procedure of a vaginal hysterectomy, enterocele and sacrospinous ligament fixation performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh on (B)(6) 2009 due to erosion. It was reported that patient underwent removal of infected exposed vaginal mesh on (B)(6) 2009 due to infected vaginal mesh. It was reported that patient underwent removal of mesh on 12/08/2009 due to exposed mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.